Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, per event report (medwatch 3500a form) allegedly a modular forefoot system screw was screwed into the plate in the patient. The screw did not lock into the plate. The screw was removed and a new screw was used. No harm came to the patient. The original intended procedure was an opening base wedge osteotomy with plate and screw fixation on the right foot and a laird-reverdin bunionectomy with derotational osteotomy and screw fixation-due to severe forefoot deformity with metatarsus primus adductus and hallux abductovalgus.